Manufacturer narrative:
The additional proglide device with reported issue referenced in b5 is filed under a separate medwatch report number.b5: describe event or problem.

Event description:
Subsequently to the initially filed reports, additional information was provided: two suture retrieval issues occurred in the same procedure. They were inadvertently previously reported to have occurred in separate procedures. Corrected description: it was reported that an arteriotomy closure of the calcified right common femoral artery was attempted with two proglide devices. Reportedly, no sutures were present when the plunger was removed with both devices. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment(s) appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted with a proglide device after a percutaneous coronary interventional procedure using an 8f sheath. Reportedly, the stitches (suture) were not present when the plunger was removed (suture retrieval issue). Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.